Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the screw fractured during the procedure. The fractured piece remains in the nail.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product noted the threads fractured, confirming the complaint. This instrument is 9 years old and shows signs of use and damage. The fractured product was sent to sem for additional evaluation. Connecting screw sample analyzed by sem showed that its fractured due to torsional bending overload. Multiple suspected crack initiation sites identified near the inner diameter of the screw throughout. There were indications of crack exit near the outer diameter. Mixed-mode of brittle and ductile overload mode of features identified throughout the fracture surface. Eds semi-quantitative elemental analysis of the screw showed that it was consistent with 17-4 ph stainless steel. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This product was issued under two lot numbers: 202220 mfg date: 2011 jan 29 213260 mfg date: 2011 feb 03 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.